Manufacturer narrative:
Device evaluated by MFR.: promus elite 32/2.50mm stent delivery system, catheter was returned for analysis. No stent was returned. The balloon cones were reviewed, and they were in a deflated state with signs of positive pressure applied and crimp markings visible. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 02mar2023. It was reported that crossing difficulties were encountered. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 32 x 2.50 promus elite drug-eluting stent was advanced for treatment but could not pass through the lesion. The procedure was completed with another of the same device. There were no patient complications reported. However, returned device analysis revealed stent detachment.